Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
This report was received from (B)(4) and is a spontaneous report by a consumer with supplemental information by a healthcare professional from (B)(6) of (B)(6) in a patient coincident with dianeal pd4 ambuflex (dianeal pd4 sys ii w (B)(4) glucose) and extraneal viaflex therapies for peritoneal dialysis (pd). At the time of this report, the action taken with dianeal and extraneal therapies was ongoing. On (B)(6) 2012, the patient contacted baxter (B)(4) technical services requesting assistance to bypass. During the call, the patient stated he was at the hospital. Baxter contacted the renal unit and obtained additional information. The patient experienced streptococcus peritonitis. No hospital admission was required. On an unreported date, the patient began remedial treatment with an unspecified antibiotic per their protocol. The cause of peritonitis was not reported. The patient recovered.